Manufacturer narrative:
Reported event: an event regarding metallosis and fracture of femoral stem component involving a abgii modular device was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection: visual inspection of the returned device indicated damage consistent with explantation. Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: the complaint databases show there been no other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Clinical review ; a review of the provided medical records stated that: patient was revised due to fracture of the femoral implant. The intra-operative findings from the revision surgery included gross metallosis med and the fracture of the most proximal portion of the femoral stem. Fracture of a femoral stem component is confirmed. The root cause of this fracture cannot be identified from this limited documentation. Conclusions voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported abnormal ion level and corrosion is considered to be under the scope of this recall. No further investigation is required.

Event description:
The following was reported: "a patient was operated on (B)(6) 2007 for hip coxarthrosis. This patient received abg implants. Unfortunately, the femoral implant broke at the level of the female impression of the modular cone, which necessitated the complete replacement of the implants on (B)(6) 2023."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following was reported: "a patient was operated on in (B)(6) 2007 for hip coxarthrosis. This patient received abg implants. Unfortunately, the femoral implant broke at the level of the female impression of the modular cone, which necessitated the complete replacement of the implants on (B)(6) 2023."